Manufacturer narrative:
Corrected: d4 (lot number), h6 (health effect - clinical code and health effect - impact code). Additional information: g4, h6 (health effect - clinical code and health effect - impact code), h11 (roi). H11: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that based on the limited information provided, this appears to be a new diagnosis of osteomyelitis and the use of the pico npwt device was therefore appropriately removed. The instructions for use (IFU) for the pico 7 does contraindicate its use in patients with previously confirmed and untreated osteomyelitis. The physician stated that this adverse event is not related to the device. The impact to the patient beyond the debridement, swelling, pain, chills, IV antibiotics, hospitalization and the pico 7 treatment interruption cannot be determined since the patient¿s outcome is unknown. The review of the production records showed no manufacturing issues that could have contributed to the reported incident. No similar events were found in the complaint history, therefore this would suggest it is an isolated event. Additionally, there have been no previous investigations for the part number and failure mode reported. A review of the risk management documentation was performed and concluded that the alleged failure and associated foreseeable harms have been anticipated. The root cause of the reported event could not be determined. Please refer to the instructions for use for precautions and warnings related to the use of the device/product. Despite all the details described above, the physician stated that this adverse event is not associated with the device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Internal complaint reference: (B)(4).

Manufacturer narrative:
This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations.

Event description:
It was reported that on (B)(6) 2024, a male patient with left foot osteomyelitis had complaints of left lower leg pain while utilizing a pico device, which interrupted his treatment and required him to be translated to a different hospital. Per medical records, on triage examination, he had a chronic wound to the left foot with increasing swelling and pain, and chills over the last several weeks. As of (B)(6) 2024, the patient received IV antibiotics while inpatient at the hospital and was discharged and transported back home. No other information has been noted.